Manufacturer narrative:
D10: (B)(6), 320-02-38 - rs expanded glenosphere 38mm, +4mm offset, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 320-15-02 - rs glenoid plate sup aug, 10 deg, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-38-00 - equinoxe reverse 38mm humeral liner +0, (B)(6), 531-20-00 - shldr gps rvrs drill kit, (B)(6), 531-78-20 - shouldr gps hex pins kit, 01001320009 (B)(6) - gps implant kit v2. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 76 yo male patient, who had a reverse shoulder implanted, underwent a revision procedure approximately 5 years 3 months post the initial procedure. The patient complained of pain. The stem was loose and may have been infected per the surgeon. The surgeon also stated the patient plays a lot of golf. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not available for return due to chain of command. Device image was provided. No further information. This is 1 of 2 reports for this event.